Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 33mm 7300tfx mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 1 year, 7 months due to recurrent bioprosthetic valve endocarditis. The patient presented with exertional dyspnea and intermittent palpitations. The explanted device was replaced with a 33mm 7300tfx mitral valve. Per medical records, the patient presented with dyspnea on exertion, septic pulmonary emboli, and high degree av block. Tee revealed a large mass on the bioprosthetic tricuspid valve with severe stenosis and moderate regurgitation. The patient underwent a redo tvr with a 33mm 7300tfx magna ease mitral valve and epicardial placement of atrial and ventricular leads. Post-operatively, the patient was initially stable but then began to experience increased bleeding which did not stop despite administration of blood products, therefore, the patient returned to the or for redo sternotomy and mediastinal exploration on pod#1. No abnormalities were noted with the implanted tissue valve and no obvious source of bleeding was found. One of the temporary atrial wires had to be re-attached the free wall of the right atrium using a 5-0 prolene suture and the chest was closed.

Event description:
It was learned through implant patient registry that a 33mm 7300tfx mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 1 year, 7 months due to unknown reason. The explanted device was replaced with a 33mm 7300tfx mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.